Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it turned out to be pain in the legs but nothing to do with the unit. The patient reported that the manufacturer representatives (rep) were most helpful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient couldn't shut off the ins and was feeling painful stimulation in his legs, ankles, and feet. The patient was instructed on how to sync with the ins and turn stimulation off. Patient verified no lightning bolt on pp screen and lowered stimulation from 0.90v to 0.00v. However they were still feeling the painful stimulation. Patient stated that they were at the physician's office the day before to have an unknown test done on his legs (unrelated to the scs system). The test caused twitching in his legs and may be related to the overstimulation issue. The patient also confirmed that they were not running multiple programs on the group. They spoke with the manufacturer representative who thinks that this may be residual stimulation and should go away in a couple hours. Patient will follow up with the physician if it does not resolve.